Manufacturer narrative:
As reported in a research article, spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature: article title: spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure.

Event description:
The article "spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure" was reviewed. The article presented a case study of a 4-week-old female, born at 30-week gestation, weighing 1.86kg with history of patent ductus arteriosus (pda). The pda was 3mm in diameter on echocardiography and a left-to-right shunting was noted. The patient also had moderate left heart enlargement and mild mitral regurgitation. Angiography showed a type c tubular pda. The minimum diameter of the pda was 3.5mm. A 5mm x 4mm amplatzer piccolo occluder was deployed. The device was too long and encrouched on the aorta and the left pulmonary artery (lpa), so the device was removed prior to release. A second 5mm x 2mm amplatzer piccolo occluder was implanted. Upon release, the device embolized to the right pulmonary artery. The device was successfully retrieved using a 10mm gooseneck snare. The next morning, the pda was significantly smaller on echocardiogram. Three days later, the pda had closed. After 10 weeks, the pda remained closed in follow-up echocardiogram. The article described a total of three cases of transcatheter closure of pda in preterm infants where the closure was unsuccessful, but the pda closed spontaneously in the following days after the transcatheter attempt. The article concluded that further studies were required to determined whether mechanical stimulation of the pda by the wire is a useful alternative therapy in this patient population. [The primary and corresponding author was dr. Ahmed deniwar, division of pediatric cardiology, mcgovern medical school, university of texas health science center, houston, texas, USA, with corresponding email: deniwar.ahmed@gmail.com].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled " spontaneous closure of patent ductus arteriosus in preterm babies after failed attempts at transcatheter device closure. "